Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and a box clamp was returned attached to the catheter body. After the sample failed functional testing, the catheter body was microscopically examined. Visual examination revealed the catheter body contained a small hole. The hole contained smooth, blunt edges, which suggests that contact with sharps (needle, scalpel, etc.) Caused the damage. The catheter body contained one small hole 538 mm from the distal tip. The total length of the catheter body measured to be 620 mm which is within specifications of 604-624 mm per product drawing. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped and all three lumens were injected using a lab inventory syringe. When the proximal line was pressurized, water leaked from a small hole in the catheter body. The distal and medial lumens passed functional testing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of a catheter body leak was confirmed by complaint investigation of the returned sample. The catheter contained one small hole in the catheter body. The damage was consistent with the catheter coming into contact with a sharp object. A device history record review was performed with no relevant findings. Based on the sample received and the report that the catheter was inserted for four days before detecting a leak, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the PICC was placed in the patient and removed after four days due to the catheter leaking. No patient injury reported. No intervention reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the PICC was placed in the patient and removed after four days due to the catheter leaking. No patient injury reported. No intervention reported.